Manufacturer narrative:
The suspect device has not been sent to an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported possible contamination of the endoscope was found during reprocessing. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information from the customer was added to b5 and section e. Correction to e2. The customer did not provided their microbiological testing results or the subject device for inspection. Based on the review of the customer's cleaning disinfection and sanitization (cds) practices, it is unknown whether reprocess at the facility was carried out in an appropriate manner. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to determine the relationship between the positive culture and the device. Olympus will continue to monitor field performance for this device.

Event description:
The microbiological testing took place after a diagnostic ultrasonic endoscope procedure. The intended procedure was completed successfully.